Manufacturer narrative:
The system was examined and the reported event was not confirmed nor replicated. There were no system messages (sm) observed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. All surgical systems are verified to meet specifications after servicing in accordance with the applicable service test procedure (stp). The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a decrease in aspiration during multiple vitreoretinal procedures. There was no error message displayed. Patient harm is unknown. Additional information has been requested. This is 3 of 4 reports being filed for this facility.